Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensor. The insulin pump alarmed calibration error. Customer's blood glucose level was 400 mg/dl. Customer's sensor glucose reading was 231 mg/dl but her blood glucose level was 136 mg/dl. The sensor and blood glucose reading was not within an acceptable range. The device was not returned.